Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4030 cord was not working. It was not delivery energy to the hemopro2. The hospital also reported that the top of the extension cord (black piece) fell apart. A replacement cord was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the covering of one end of the cable connection was detached and was received. A functional test was performed on the device with a reference power supply, adaptor, and hemopro 2 tool and the device activated as expected. Based upon this, the reported complaint "failure to deliver energy" could not be confirmed. Based upon the visual observations, the reported complaint "collar on cable broke off" was confirmed. (B)(4).